Event description:
Rptr has had three different occasions to have a laparoscope surgery. After the one in 1986, rptr has developed ongoing abdominal pain and discomfort that exists to this day. Rptr's stomach is swollen and sore on a regular basis. Rptr has a problem with many foods that they had no problem digesting before. Now these foods feel like glass in system cutting through. Tonight local news happened to mention the investigation into the use/misuse or malfunction of the device used in this type of surgery.